Manufacturer narrative:
Device history record in review. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer did not return product for eval.

Event description:
Consumer was removing a tampon and the tampon and tampon plastic pieces remained in her vagina. The consumer and her husband could not remove it. The hotel physician sent the consumer to a local hospital where they were able to remove the tampon and plastic. She returned to hospital 4 days later for an injection and took a prescription for 7 days. This is a non-us event. The malfunction occurred in (B)(6) to a (B)(6) consumer.